Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that the needles do not have a lip to thread them onto the syringe.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for all the shop order indicates that there were zero issues found in both visual and physical samples inspected from shop order. There was no non-conformance reports (ncr) issued against the shop orders. A review of the entire DHR did not identify any manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues found. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were no ncrs issued to the components and subassemblies used in production of the lot. There were 50 samples (unopened) submitted with this complaint. The unopened sample was inspected for hub damage (cracks, holes, splits) and no issues were observed. All samples were opened and attached to a syringe without issue. The reported condition w as not confirmed. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. There was one potential root cause identified that could not be discarded from consideration. The user potentially did not follow the attachment method provided with the product. The attachment method used by the customer could not be determined based on available information. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leakage and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the customer follow the attach ment instructions supplied with the product when attaching the needle to a syringe. If information is provided in the future, a supplemental report will be issued.